Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
On august 16, 2018, boston scientific corporation received a report of extractor pro rx devices used during endoscopic retrograde cholangiopancreatography (ercp) procedures performed on unknown dates. According to the complainant, during the procedures, when pulling the catheter out of the scope, the physician stretched the end of the c-channel near the tip of the device which resulted the wire to pop out of the channel unexpectedly. Additionally, this issue happened 10 to 15 times over the course of three weeks with multiple physicians and technicians. There were no patient complications reported as a result of this event.